Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with 80% fibrocalcific lesion. The lesion was pre-dilated with a 3.0x8 mm balloon at 10 atmospheres. The 3.0x28 mm xience alpine stent was deployed and a dissection was noted at the distal end. A 3.0x8 mm drug eluting stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.